Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 49 mg/dl. Reportedly, the customer delivered an incorrect bolus amount. The customer consumed carbohydrates to address the bg. The customer required assistance by a health care provider to check vitals and monitoring. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Root cause: use error. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.